Event description:
The customer reported that the system shut down without command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system was approved for replacement. No conclusion can be drawn as further repair information is unavailable at this time.